Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: totally extraperitoneal (tep) hernia repair. According to the reporter, during the procedure, the operator tried to inflate the dissector balloon using balloon device pump to make the pre-peritoneal space, but the dissector balloon couldn't be inflated because of air leakage. No patient involvement. No further information has been provided.